Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a surgical procedure being scheduled to replace the device. There were no patient complications reported.